Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, migration was confirmed via x-ray. Additionally, the implanting clinician did not coil the receiver during implant procedure and the patient performs excessive twisting. The stimulator is used to treat pain. The cause of the reported issue is due to migration, and the cause of migration is attributed to two identified root causes: - inadequate fixation as the implanting clinician did not coil the receiver (user error- clinician) - excessive twisting or stretching as the patient twists a lot (user error- patient) rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.

Event description:
The patient reported hip pain with higher transmitter settings and migration was confirmed via x-ray. The commercial team member asked the patient to turn off the device to observe their pain. The patient has good days and bad days, has about 50% pain relief, and reports their hip pain comes and goes with or without the device being on.